Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information, which resolved the issue, and advised the caller to contact them again if any malfunction code recurs. Customer acknowledged and understood the instructions.